Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, lens remains implanted in the eye. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was loaded without issues; however, a triangular crack appeared in the optic center once the lens fully unfolded inside the eye. Additional information stated that the lens remained implanted, and the patient reported no visual issues. The lens will not be returned as it remains implanted. No further information was provided.